Event description:
It was reported that the lens haptic broke during insertion into the patient's right eye. The incision was enlarged and a back up lens of the same model was implanted successfully. Reportedly, the patient is healing as expected. The lens that was used during this event was reported under 2031924-2014-00349.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.